Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as piece of tissue, but could not be further identified. It was presumed to have been due to a deviation from the instructions for use (IFU) on reprocessing by the user. It was further considered that the user¿s understanding on device handling/reprocessing steps was different from the recommendation by olympus. The user can detect the suggested event "piece of tissue left in the subject device" by handling device in accordance with the following content of the IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection the user can prevent the suggested events by handling device in accordance with the following content of IFU: the IFU states preventive countermeasure in gif/cf/pcf-190 series reprocessing manual_ manually cleaning the endoscope and accessories_ aspirate detergent solution through the instrument channel and the suction channel olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. An olympus endoscopy support specialist (ess) evaluated the issue and performed an in-service which covered reprocessing and infection control referenced in the user manual. The tissue source could not be identified after speaking with the physician performing the procedure and other staff. The ess was informed that a technician was cutting the non-olympus brush each time after brushing and when the brush popped out the distal tip and suction port. The ess corrected the technician and was told the scope had left-over tissue in it and passed its channel check. The channel check policy was that of the facility as a step in place after reprocessing. There was a question about the re-usable valves not being properly washed out; however, the ess went over the procedure with the staff. The ess also noted that in a previous in-service, it was found that the facility was not performing the 30 seconds of aspiration after brushing and this issue is still occurring. The customer uses an automatic endoscope reprocessor (aer) to reprocess their scopes. It was recommended that the customer contacts the manufacturer of the aer to review its proper use. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the evis exera iii colonovideoscope, a piece of tissue was left in the scope. The issue was found at bedside after a procedure which was completed with the same device. There were no reports of patient harm or infection.